Event description:
The customer reported that while reprocessing his olympus evis exera iii duodenovideoscope there was resistance noted when using the brush in the channel. There was no patient involvement during this event. During the device evaluation, it was discovered that the distal end cover had dropped off. This report is being submitted to capture the separated end cover found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. However, as noted, the distal end cover had separated. Additionally, the forceps passage was leaking, and minor scratching was noted on the plastic body. The adhesive on the distal end was also found cracked. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to one or more of the following: -the cover was damaged by adhesion of chemicals such as anti-fog agent. -attachment of the cover was insufficient. However, the exact root cause was unable to be determined. Olympus will continue to monitor field performance for this device.